Event description:
Additional information received indicates that the sensitivity floor was changed to 1.0 millivolt and holter monitor no longer showed episodes of missing pace after programming change. Available records indicate this system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacer-dependent patient with implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead experienced pre-syncopal episodes and light-headedness. The patient was placed on a holter monitor which showed possible loss of capture (loc). Threshold test was performed and showed stable measurement of 0.7 volts at 0.4 millisecond. Likewise, there were other recorded signals in the rhythm strip likely to be premature ventricular contractions (pvcs). The patient used patient triggered monitor (ptm) in recording of these episodes. Boston scientific international technical services (its) reviewed the strip and stipulated that the patient is suffering from an intermittent exit block, loc or pacing inhibition. Normal brady pacing seems to be in dddr mode with lower rate limit (lrl) of 70 pacing per minute (ppm). No comprehensive detail was shown based on memory dump. Its discussed possible causes of the clinical observation. Beside appropriate medication, there was not much to be done from the device point of view. Additional information received indicates that the most and possible cause of the issue could be some intrinsic signals. The current action plan was to raise the sensitivity floor to 1.0 millivolts. The patient will continue to be remotely monitored and for possible holter monitoring in a little over period of time. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The patient is for possible follow-up. This investigation will be updated should further information be provided.